Event description:
Additional information was received that technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed to resolve the event. The patient was stable.

Event description:
It was reported that episodes of undersensing were observed on the device. No intervention has been performed at this time.